Event description:
The presillion cocr coronary stent on rx system was unable to cross the lesion, and lead to left main dissection and to stent mal-position. Additional info indicated that during the procedure additional force was utilized to advance the stent to the lesion and the cordis 6french xb4 guiding catheter also contributed to the dissection. The dissection at the common trunk was treated with two non-cordis stents. The lesion was type b2, lesion length of 15-20mm, no calcium, <45 degree angle, no thombus and concentric. The tmi flow was three.

Manufacturer narrative:
The pt did not have a previous bypass surgery. The admitting diagnosis was 80% eccentric stenosis in (ob) obuse marginal (native vessel) with a lesion length of 25-30mm, type b1, no thrombus, irregular, mild calcification, 45 degree angle. The lesion was not a cto (chronic total occlusion > 3 months). The vessel was predilated to 14 atmospheres with an unk balloon. There was difficulty tracking and crossing the stent deployment system through the coronary artery and this was the main cause of the complaint. A cordis vista brite tip xb4 6french was utilized along with a bmw guidewire. The dissection/vessel perforation was caused by excess pressure pushing the stent to reach the lesion and the xb4 6f gc damaging the main left and dissecting the carina. The presillion was in a mala position deployed (expanded at 18atm), a post dilatation balloon used, and two des (endeavor) were used to repair the main left carina. The hospital procedure report gives details of material, medication and tempo of procedure. Balloon rupture was not the cause of the event. The dissection was not flow limiting. No chest pain was reported with the event. The resulting timi flow following treatment was 3. The relationship to the cordis product was not reported. After the event occurred, two des (endeavor) were used to repair the main left carina. The presillion stent was malpositioned, although it was deployed and expanded at 18 atmospheres. The correct mal-position, a 3.5 non sprinter noncompliant balloon was used at 18 atmospheres. The procedure was successful. The diagnostic conclusion was that the pt had three vessels disease. The left anterior descending artery, circumflex, and right coronary artery all had significant lesions. The proximal right coronary artery had significant in-stent stenosis of stents implanted in 1997, 2008, and distal right coronary artery had non-significant mild neoplasm proliferation. The pt received the following medications clopidogrel, aspirin, nitro, heparin, visipaque contrast, beta-blockers, calcium derivatives, statins, and pantoprazole. Other equipment utilized during the procedure consisted of 2.5 x 15mm maverick balloon, two endeavor 3.5 x 18 mm stents, and three sprinter balloons 2.5 x 20 mm, 3.5 x 12 mm and 5x15mm. Additional info wil be submitted within 30 days of receipt.